Event description:
Report received - pt presented to ER unresponsive 8/02 and is in a comalike state. Pt's implanted pump refilled 2002 afternoon. Pt was intubated and overdose procedure reviewed with MFR. Procedure of refill prior date indicates pt may have received 780 mcg of baclofen and 1.3 mg of mso4 in a short period during a dose change and catheter repriming procedure. Pt responsive and off intubation later on the following day. Per hcp at follow up - pt has been discharged to nursing home - has had pump refilled on 9/16/02.